Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. The customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.